Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that the implant was working beautifully and now they are having issues again. Caller stated that they are back to the number they were when they left the hospital. Caller said that the surge is so strong again and at first if they would wait just a couple seconds it would go away but now it is not going away. Caller mentioned that they turned up the stimulation and that did not help. Caller also mentioned that last night they were laying on their back and the pulsing was so strong they had to lift up their knees to stop it. Caller asked about programs. Patient tried with a different program but they had to go back to the original settings. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.